Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2013. Excessive vault and closure of irido-corneal angles associated with elevated iop were noted, the lens was exchanged for a shorter lens on (B)(6) 2014, and the problem was resolved. The patient's last known ucva was 20/20 as of (B)(6) 2014.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight: unk (B)(4).

Manufacturer narrative:
Method: medical review & work order search. Results: visual inspection of the returned product showed the lens was returned dry with no visible damage. A lens work order search revealed there were no similar complaints within the work order. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several condition may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications for occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. There is not enough information to determine the exact cause of this event, however, we cannot rule out excessive vaulting secondary to a long lens as a contributing factor. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).